Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported that a lead on the left side was not working immediately after being implanted, when they went to recharge the device. The patient stated that the manufacturing representative (rep) was present, and checked the lead every couple of days. They noted that it was eventually determined that the lead was ¿dried out¿ and dead, thus it was replaced 2 weeks after their initial implant date. The patient mentioned that when they were getting their staples taken out after the lead replacement, a staph infection was discovered. The patient then had a PICC line and wound vac because the infection was ¿open and bad¿ for their neck and shoulder; the patient was treated for 6 weeks. They then stated that the lead was removed 6 weeks after the infection, and not replaced because it was ¿too much¿ for their chest. The patient was implanted for occipital neuralgia. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient information from (B)(6) 2012 was provided by the health care professional (hcp) on 2017-04-04. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.